Event description:
During a call with baxter's technical service, a patient reported that he had peritonitis. Additional information from the rn revealed the patient acquired peritonitis caused by the hp's cat biting through the peritoneal dialysis tubing. The hp was initially treated with ceftazidime (dose, frequency not reported), intraperitoneally (ip) and cefazolin (dose, frequency not reported) ip. After the effluent culture results came back with the identified bacteria, the physician discontinued the cafazolin and continued treatment with ceftazidime (dose, frequency not reported) ip. The patient has recovered and was trained on proper care of tubing with instructions on how to prevent the cat's access to the tubing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact date the home patient acquired peritonitis is unknown, however the registered nurse reported the middle of (B)(6) 2013. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.